Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for multiple patients tested for thyroglobulin (tg ii), cancer antigen 125 (ca 125 ii) and antibodies to thyroid peroxidase (anti-tpo). The tg ii assay is not sold in the united states. Based on the data provided, 3 ca 125 ii results out of (B)(6)patient samples were erroneous and 63 anti-tpo results out of (B)(6) patient samples were erroneous. All results were reported outside of the laboratory. The initial results were run on (B)(6) 2016. Prior to the run of patient samples, quality controls (qc) had been run and were acceptable. At the end of the run, qc for anti-tpo was elevated and qc for ca 125 ii was low. The patient samples were repeated on (B)(6) 2016 and the customer noticed the discrepant results. Corrected reports were issued. Qc was repeated again and was acceptable. Precision testing was performed and was acceptable. Patient testing was performed on other modules and the results were acceptable. The customer resumed testing on the instrument. Refer to the attachment to the medwatch for patient results. It is not known if an adverse event occurred. No adverse event was reported. The anti-tpo reagent lot number was 188439. The ca 125 ii reagent lot number was 185357. The expiration dates were not provided. Based on the information available for investigation, a general reagent issue can most likely be excluded. The discrepant anti-tpo and ca 125 ii results were most likely caused by the presence of a gel clot in the measuring cell and/or by an issue with the procell solution. The customer has not had any similar issues on the instrument since this event. The customer has indicated they are satisfied with the performance of the instrument and will not be providing any additional information.